Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in addition to the charging now, (B)(6) 2020, they inquired why they have had so many replacements. They have been told it is because the settings are set higher. 27 changes in the last 14 years seems to be a lot. The patient briefly mentioned that they were told the ins would last 3-4 years, but that is not true.